Event description:
It was reported that the patient had no stimulation sensation. The patient normally felt stimulation at 3.0 but had it up to 5.24 and didn¿t feel any stimulation. The patient increased stimulation and was feeling it in their neck and shoulder when they normally felt it in their right hand, arm, and up to their shoulder. They also felt stimulation across their chest which was uncomfortable. The stimulation was turned down and this helped. The patient bumped their hip three weeks ago but the stimulation issues occurred the night prior to the report. The outcome of the event was not provided; follow up has been conducted, and if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 74001, lot# n320269, implanted: (B)(6) 2014, product type adapter; product ID 389233, lot# j0301262v, implanted: (B)(6) 2003, product type lead. (B)(4).